Manufacturer narrative:
An investigation was performed in response to a complaint of error 2015, bf probe purge failure on the aia-360. It is not known whether the device was being used for treatment or diagnosis at the time of the complaint. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting patient results. By phone, technical support had the customer perform a b/f prime which did not resolve the issue. Field service was dispatched. At the customer site, field service found the probe was dispensing and evacuating wash, however the error was still occurring. Visual inspection indicated that the probe was evacuating wash when moving to check if wash was dispensed. This caused the sensor not to be able to detect if wash was dispensed which caused the error. This indicates a wear problem of the bf waste valve. The bf valve was replaced, and several bf prime wash cycles were run with no error. Probable cause: bf waste valve worn out.

Event description:
Customer called to report 2015, bf probe purge failure on the aia-360. Customer states they were running samples and the error occured and aborted the run. Tss had the customer run a bf prime in maintenance and the error occured. Fse dispatched. Customer is down, runs cat a assays.